Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket infection. The patient presented to the hospital with a fever, nausea and was vomiting. The patient was treated with multiple courses of antibiotic treatments. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned implantable cardioverter defibrillator (ICD) was analyzed, passed all tests performed and exhibited normal device characteristics. Patient code 3191 captures the reportable event of surgery and additional intervention performed. This supplemental report is being filed to correct the entry in h3: device eval by manufacture, h3: device not eval by MFR code and in h6: patient code and patient code description.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket infection. The patient presented to the hospital with a fever, nausea and was vomiting. The patient was treated with multiple courses of antibiotic treatments. There were no additional adverse patient effects reported. The ICD was explanted.